Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens got stuck while going thru the injector. The lens never touched the eye.

Manufacturer narrative:
(B) (4). Evaluation summary: results: visual inspection of the returned product showed that a haptic was torn off from the optic and missing. There was evidence of a clear surgical residue. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).